Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat an (B)(4) year old male patient, the device's defib output was incorrect and failed to fully charge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was recertified and returned to the customer. The device clinical log for the customer report of defib output out of range, does show the device delivered the selected energy within specification. Based on the patient impedance, the energy was delivered from the device within 15% of the target energy. Closed as meets specification. The reported malfunction for unable to charge defib was observed during review of the activity log. The log showed a charging error and charge timeout messages occurred during the event. These messages occur when the maximum allowable time is exceeded (of 25 seconds) for the device to charge to selected target energy. The device was tested extensively and none of the faults could be manifested as part of the investigation. The battery lugs were replaced as a precaution. Battery was not returned as part of the investigation. Analysis of reports of this type has not identified an increase in trend.